Event description:
Follow up information received reported that the patient experienced an increase in their pain and did not receive adequate relief. A replacement for the device was to be scheduled in the near future. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that as of (B)(6) 2014, the patient had not scheduled a replacement. The patient was to schedule at his convenience.

Event description:
It was reported that the device was going to be replaced. It was confirmed that an overdischarge occurred, but the number of overdischarges was unknown. The physician mode recharge (pmr) did not successfully reset the device, so a replacement was planned. The patient reportedly had not recharged battery in ¿several months¿ and could not remember the last time it was recharged. There were no patient symptoms or complications associated with the event. Additional information was requested but not yet received.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient had not been scheduled for a replacement and they were not receiving therapy at the time of this report.